Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse event and product complaint concerned a 57-years-old (at the time of initial report) asian chinese male patient of unknown origin. Medical history included eyes were poor. Concomitant medications were not provided. The patient received insulin lispro protamine suspension 50%/insulin lispro 50% (rdna origin) (humalog mix 50 u/ml) from cartridge formulation via a reusable device humapen luxura burgundy, subcutaneously, 14 units in the morning, 6 units at noon, and 12 units in the evening, for treatment of diabetes mellitus beginning in 2016. On an unknown date, after starting insulin lispro, he had a condition of blood glucose. On (B)(6) 2022, he was hospitalized due to a condition of blood glucose. (Value, units, and reference range were not provided). The doctor changed his usage dose twice a day, 28 units in the morning and 26 units in the evening. On an unknown date, there was an issue with the priming of the humapen luxura and his pen was replaced with a new pen (pc 6129837, lot1304b07). Further information regarding corrective treatment and the outcome of the event was unknown. Therapy status of insulin lispro was continued. The user of the humapen luxura was unknown and his/her training status was not provided. The general humapen luxura model duration of use and suspect humapen luxura duration of use was not provided. The action taken with the suspect humapen luxura was not provided and its return status was unknown. The reporting consumer did not know if the event was related to insulin lispro treatment and did not provide relatedness of the event with suspect humapen luxura. Update 04oct2022: additional information received on 03oct2022 from global product complaint database. Reiterated the lot number to 1304b07 for product complaint (B)(4)relating to humapen luxura burgundy. Corresponding fields and narrative updated accordingly. Edit 04oct2022: lot number was corrected from 1304d07 to 1304b07 in the narrative. Edit 07oct2022: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 04nov2022 in the b.5. Field. No further follow-up is planned. Evaluation summary: a male patient reported that the injection button of his humapen luxura device "was a little stuck in five years ago, and it was difficult to press down in apr 2022. After troubleshooting, the injection button could be pressed down normally when removing cartridge holder, there was no foreign material in the pen, but it still could not be used after replaced a new needle." Investigation of the returned device (batch 1304b07, manufactured april 2013) found that the device had no defects, dosed normally, and met functional requirements. No malfunction was identified. The patient reported that he reuses needles five or six times. The core instructions for use states to use a new needle for each injection. There is evidence of improper use. The patient reuses needles. This may be relevant to the complaint and the event of abnormal blood glucose.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse event and product complaint, with additional information from the initial reporter, concerned a 57-years-old (at the time of initial report) asian chinese male patient of unknown origin. Medical history included eyes were poor. Concomitant medications were not provided. The patient received insulin lispro protamine suspension 50%/insulin lispro 50% (rdna origin) injections (humalog mix 50 u/ml) from cartridge formulation via a reusable device humapen luxura burgundy, subcutaneously, 14 units in the morning, 6 units at noon, and 12 units in the evening, for treatment of diabetes mellitus beginning in 2016. On an unknown date, after starting insulin lispro, his blood glucose was increased, and postprandial blood glucose was about 18 (units, and reference range were not provided) and due to which he was hospitalized on (B)(6) 2022, hospitalized for seven days. During hospitalization, he used an insulin pump as corrective treatment. He had unspecified lab tests that indicated he was not good (as reported) and had unspecified injections for nourishing nerves while in the hospital. He was discharged on (B)(6) 2022 and his blood glucose was still high. The doctor changed his usage dose twice a day, 28 units in the morning and 26 units in the evening. On an unknown date, there was an issue with the priming of the humapen luxura burgundy and his pen was replaced with a new pen ((B)(4), lot1304b07). Further information regarding outcome of the event was unknown. Therapy status of insulin lispro protamine suspension 50%/insulin lispro 50% was continued. Follow up was not possible as it was it was inconvenient for reporter to be followed up and treating physician details were not provided. The user of the humapen luxura burgundy was unknown and his/her training status was not provided. The general humapen luxura burgundy model duration of use and suspect humapen luxura burgundy duration of use was not provided. The action taken with the suspect humapen luxura burgundy was not provided and device was returned. The reporting consumer did not provide relatedness of the event with both insulin lispro protamine suspension 50%/insulin lispro 50% drug suspect humapen luxura burgundy. Update 04oct2022: additional information received on 03oct2022 from global product complaint database. Reiterated the lot number to 1304b07 for product complaint (B)(4) relating to humapen luxura burgundy. Corresponding fields and narrative updated accordingly. Edit 04oct2022: lot number was corrected from 1304d07 to 1304b07 in the narrative. Edit 07oct2022: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 12-oct-2022: additional information was received from initial reporting consumer on 08-oct-2022. Updated serious event as blood glucose increased from blood glucose abnormal as follow up information confirmation. Updated hospitalization dates and corrective treatment as insulin pump. Updated the case with new information. Update 13oct2022: additional information received on 10oct2022 from the global product complaint database. Entered device specific safety summary (dsss) for humapen luxura burgundy device associated with (B)(4), lot 1304b07. Updated the medwatch fields/ european and canadian (EU/ca) device information and device return status to returned to manufacturer but further investigation/evaluation was pending. Added date of manufacturer for the device. Corresponding fields and narrative updated accordingly. Update 04nov2022: additional information received on 03nov2022 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields/ european and canadian (EU/ca) device information for (B)(4) associated with lot number 1304b07 of humapen luxura, burgundy. Corresponding fields and narrative updated accordingly. Edit 10nov2022: medically significant edit was performed on (B)(6) 2022 to amend the device malfunction field from unknown to no as per device specific safety summary (dsss) for (B)(4) associated with lot number 1304b07 of humapen luxura, burgundy. Update 11-nov-2022: additional information was received from the initial reporter on 08-nov-2022. Updated outcome of the event to not recovered. Updated narrative with new information. Update 14nov2022: additional information received on 07nov2022 from the global product complaint database. No new information was added. Update 18-nov-2022: information received from initial reporting consumer on 16-nov-2022. No new medically significant information was received and no changes were made to the case. Edit 21nov2022: upon internal review corrected lot number from 1304d07 to 1304b07 in the update statements from 13oct2022, 04nov2022 and 10nov2022.

Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 13oct2022 in the b.5. Field. Once the device is evaluated a follow up will be submitted. Evaluation summary a male patient reported that the injection button of his humapen luxura device "was a little stuck in five years ago, and it was difficult to press down in apr 2022. After troubleshooting, the injection button could be pressed down normally when removing cartridge holder, there was no foreign material in the pen, but it still could not be used after replaced a new needle." The device was not returned to the manufacturer for investigation (batch 1304b07, manufactured april 2013). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review for the batch did not identify any atypical findings with regard to pen jam issues. All humapen luxura devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality with high probability. The patient reported that he reuses needles five or six times. The core instructions for use states to use a new needle for each injection. There is evidence of improper use. The patient reuses needles. This may be relevant to the complaint and the event of abnormal blood glucose.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse event and product complaint concerned a 57-years-old (at the time of initial report) asian chinese male patient of unknown origin. Medical history included eyes were poor. Concomitant medications were not provided. The patient received insulin lispro protamine suspension 50%/insulin lispro 50% (rdna origin) (humalog mix 50 u/ml) from cartridge formulation via a reusable device humapen luxura burgundy, subcutaneously, (B)(4) units in the morning, 6 units at noon, and 12 units in the evening, for treatment of diabetes mellitus beginning in 2016. On an unknown date, after starting insulin lispro, he had a condition of blood glucose and his blood glucose was increased, and postprandial blood glucose was about (B)(4) (units, and reference range were not provided) and due to which he was hospitalized on (B)(6) 2022, hospitalized for seven days. During hospitalization, he used an insulin pump as corrective treatment. He then discharged on (B)(6) 2022. The doctor changed his usage dose twice a day, 28 units in the morning and 26 units in the evening. On an unknown date, there was an issue with the priming of the humapen luxura burgundy and his pen was replaced with a new pen (pc 6129837, lot1304b07). Further information regarding outcome of the event was unknown. Therapy status of insulin lispro protamine suspension 50%/insulin lispro 50% was continued. The user of the humapen luxura burgundy was unknown and his/her training status was not provided. The general humapen luxura burgundy model duration of use and suspect humapen luxura burgundy duration of use was not provided. The action taken with the suspect humapen luxura burgundy was not provided and device was returned; further investigation was pending. The reporting consumer did not provide relatedness of the event with both insulin lispro protamine suspension 50%/insulin lispro 50% drug suspect humapen luxura burgundy. Update (B)(6) 2022: additional information received on 03oct2022 from global product complaint database. Reiterated the lot number to 1304b07 for product complaint 6129837 relating to humapen luxura burgundy. Corresponding fields and narrative updated accordingly. Edit (B)(6) 2022: lot number was corrected from 1304d07 to 1304b07 in the narrative. Edit 07oct2022: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update (B)(6) 2022: additional information was received from initial reporting consumer on (B)(6) 2022. Updated serious event as blood glucose increased from blood glucose abnormal as follow up information confirmation. Updated hospitalization dates and corrective treatment as insulin pump. Updated the case with new information. Update 13oct2022: additional information received on 10oct2022 from the global product complaint database. Entered device specific safety summary (dsss) for humapen luxura burgundy device associated with pc 6129837, lot 1304d07. Updated the medwatch fields/ european and canadian (EU/ca) device information and device return status to returned to manufacturer but further investigation/evaluation was pending. Added date of manufacturer for the device. Corresponding fields and narrative updated accordingly.